Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one slimport l/p dual lumen implantable port attached to a catheter segment was returned for evaluation. Gross, microscopic visual and functional testing were performed. A complete circumferential break was noted on the distal end of the attached catheter and the edges of the complete circumferential break were noted to be uneven. Upon infusion of the right port septa, pressure was felt while water exited the distal end. Aspiration was attempted but was unsuccessful. Infusion and aspiration test was performed on the left port septa and was successful. Therefore the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of reported event cannot be verified from the returned physical sample. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly leaked while flushing. It was further reported that the port was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2026) .

Event description:
It was reported that sometime post a port placement procedure, the port allegedly leaked while flushing. It was further reported that the port was removed and the procedure was completed using another device. There was no reported patient injury.